Event description:
It was reported the customer's insulin pump had a malfuction. The mother stated she had attempted to fill the cannula and insulin did not come out. The mother also attempted to program a bolus and insulin also did not come out. The mother also stated she did not receive a no delivery alarm. She stated she had changed the infusion set and the issue was resolved. The customer's blood glucose was 172 mg/dl. The mother stated she had treated her daughter with a bolus delivery. Troubleshooting found insulin was able to exit from the tubing and the cannula was not occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.